Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed in 2010. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.